Event description:
Over the past several months, 12 of the cochlear implant's 22 intracochlear electrodes have failed. The pt's health care provider and family members have elected to replace the device. Explantation/reimplantation surgery has not yet been scheduled.